Manufacturer narrative:
A "replace generator soon" message was reported to abbott. The patient's original ipg depleted due to the patient's therapy needs increasing over time. The ipg was replaced to maintain effective therapy.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s external device was showing "replace generator¿ error message. Patient lost stimulation on an unknown date. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.